Manufacturer narrative:
No x-ray views have been provided to (B)(4) so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to (B)(4) for analysis.

Event description:
The right ventricular lead was capped and replaced to resolve the event. The patient condition was stable.

Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During a routine follow-up, episodes of ventricular oversensing with anti-tachycardia pacing were observed on the right ventricular (rv) lead due to lead insulation damage. A lead replacement is anticipated; however, in the meantime, the device was reprogrammed to delay therapy. The patient was stable throughout this event.